Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy the patient was 38c now the patient was too cold (35c) in an arctic sun device. They want the patient normothermic, between 36-37c. The water temperature was increasing, but the patient temperature continues to decrease. Device set to 36.5c with a rewarm rate of 0.5c/hr. Patient temperature (pt) was 35.2c, water temperature (wt) was 31.3c, flow rate (fr) was 3.8lpm. Nurse thought that the swan was connected to the arctic sun for temperature, but they would confirm. Suggested checking a secondary source. Heater command 12 percentage. Explained the device was trying to warm the patient at 0.5c/hr. Asked for a screenshot of the graph. Therapy was stopped a few times which engaged the slow rewarm from current temperature. Asked nurse to leave therapy running and not make additional adjustments. The patient should be closer to 36c in an hour. Called back an hour later. Patient was now 35.8c. The nurse adjusted the rewarm rate back to 0.25c/hr like it was previously because they did not want the patient to warm too quickly. The nurse admitted they were just not being patient enough.

Event description:
It was reported that they started therapy the patient was 38c now the patient was too cold (35c) in an arctic sun device. They want the patient normothermic, between 36-37c. The water temperature was increasing, but the patient temperature continues to decrease. Device set to 36.5c with a rewarm rate of 0.5c/hr. Patient temperature (pt) was 35.2c, water temperature (wt) was 31.3c, flow rate (fr) was 3.8lpm. Nurse thought that the swan was connected to the arctic sun for temperature, but they would confirm. Suggested checking a secondary source. Heater command 12 percentage. Explained the device was trying to warm the patient at 0.5c/hr. Asked for a screenshot of the graph. Therapy was stopped a few times which engaged the slow rewarm from current temperature. Asked nurse to leave therapy running and not make additional adjustments. The patient should be closer to 36c in an hour. Called back an hour later. Patient was now 35.8c. The nurse adjusted the rewarm rate back to 0.25c/hr like it was previously because they did not want the patient to warm too quickly. The nurse admitted they were just not being patient enough.

Manufacturer narrative:
The reported event was inconclusive. The root cause for the reported event could not be determined. The photo was evaluated upon receipt. The photo showed the patient temperature (pt) started at 38c and decreased to 35.2c. The water temperature (wt) was 31.3c and flow rate (fr) was 3.8lpm. They want the patient normothermic, between 36-37c. The water temperature was increasing, but the patient temperature continues to decrease. Device set to 36.5c with a rewarm rate of 0.5c/hr. Patient temperature (pt) was 35.2c, water temperature (wt) was 31.3c, flow rate (fr) was 3.8lpm. Nurse thought that the swan was connected to the arctic sun for temperature, but they would confirm. Suggested checking a secondary source. Heater command 12 percentage. Explained the device was trying to warm the patient at 0.5c/hr. Asked for a screenshot of the graph. Therapy was stopped a few times which engaged the slow rewarm from current temperature. Asked nurse to leave therapy running and not make additional adjustments. The patient should be closer to 36c in an hour. Called back an hour later. Patient was now 35.8c. The nurse adjusted the rewarm rate back to 0.25c/hr like it was previously because they did not want the patient to warm too quickly. The nurse admitted they were just not being patient enough. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.